Event description:
It was reported that the patient presented in the clinic for interrogation after a remote transmission stated that the device was in back up vvi mode. Upon interrogation, the device was found to be operating normally. It was noted that a metal plate was positioned next to remote monitor and may have caused the transmission error. The patient will continue to be monitored.

Event description:
New information states that upon further investigation, the back up vvi transmission was inappropriate. The device was not in back up vvi. No further information is available.